Event description:
According to the reporter: during removal of the large stone in the gallbladder, two bags were torn before the gallbladder was finally removed. No tissue damage or pt injury was reported.

Manufacturer narrative:
MDR initial report submitted: 01/16/2009.